Event description:
The facility stated that the surgeon attempted to implant a aa4207vf plate silicone lens. Prior to insertion into the eye the plunger overrode the lens causing it to tear. No patient contact. No patient injury. The facility stated that the lens may have been loaded too soon causing the lens to stick and the plunger override. The injector and cartridge model and lot numbers were not specified by the facility.